Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was dripping when she was trying to load into the insulin pump. The customer¿s blood glucose level was 118 mg/dl. The customer also stated that the insulin was spilled out when plunger was removed. The customer was assisted with troubleshooting for leak and reported that the o-rings are present and intact and insulin was spilled out. The reservoir will be returned for analysis.